Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encounter the issue replaced the compressor and calibrated it. The fse then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was found that the compressor¿s output of the cardiosave intra-aortic balloon pump (iabp) was below manufacturer specification; the pressure specs was too low. The fse could not adjust pressure regulator above 346 mmhg. There was no patient involvement, and no adverse event reported.